Event description:
The associated ICD is at eri indication and has met longevity estimates. The patient elected to have the entire system explanted and not replaced on (B)(6) 2014. There are no known complaints associated with the functionality of this system. There are no adverse events reported for this patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragments were visually and electrically analysed. The visual inspection revealed cuttings in the insulation which occurred most likely during explant procedure. Next, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.